Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure the active pacing lead could not be implanted due to the patient's myocardial problems. The lead was removed and the procedure was completed with a passive pacing lead. No patient complications have been reported as a result of this event.